Event description:
Reporting status: serious injury - medical intervention. Reporting rationale: rash requiring medications. Device issue: no device malfunction has been reported. It was reported that a xience v stent was implanted in (B) (6) 2009 to treat the mid left anterior descending artery. The patient developed a rash with itching 3 weeks ago to the lower abdomen, bilateral arms, bilateral legs and the lower back. Prednisone was prescribed for the 3 weeks, which has resolved the itching but the rash is only "slightly better" and continuing. The patient has been titrated off all meds relative to the coronary stenting. Follow-up information was received from dr (B) (6) stating that in two days the patient will complete the course of prednisone, after which the patient's progress will be reported. Additionally, the patient has no known drug allergies. Dr (B) (6) declined to leave his contact number, or state the hospital site where the implant took place; therefore, there is no additional event or patient information at this time.

Manufacturer narrative:
(B) (4).